Event description:
Patient was revised to address pain, noise, and elevated metal ions. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to large fluid collection consistent with adverse soft tissue response. Upon revision, a large pseudocapsule with benign-appearing synovial fluid and mild corrosion of the femoral stem was found; however the stem was not removed. The stem and sleeve are being added to the complaint. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.